Event description:
It was reported during a hemorrhoidopexy the staples were partially fired. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.